Manufacturer narrative:
(B)(4), the customer returned one connector assembly and the kit packaging for analysis. Signs of use were observed on the assembly. The catheter body was not returned. The kit packaging returned did not correspond to the material number reported in the complaint (the returned packaging is for a replacement subassembly). Clarification from the customer was requested, and they indicated that the sample returned belongs to the reported material number. The packaging could correspond to a replacement subassembly used after the complaint sample was removed from use. Visual inspection of the returned connector revealed no obvious defects or anomalies. Functional inspection of the connector assembly was performed using a lab inventory catheter body. The returned compression sleeve and compression cap were used to assemble the catheter. Both extension lines were flushed using a lab inventory 10ml syringe. No leaks or blockages were observed anywhere on the connector. Performed per IFU statement, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube." The distal end of the connector assembly was occluded and the lumens were connected to the lab leak tester. The sample was tested per bs en iso 10555-1, section 4.7.1 (amrq-000075) which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c." The leak tester was pressurized to 300 kpa and held for 30 seconds. No leaks were observed. A device history record review was performed on the reported batch and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly". The report of a leaking extension line was not confirmed through complaint investigation. Visual analysis of the returned connector assembly did not reveal any defects or anomalies of any kind. Additionally, functional testing with a high-pressure leak tester (performed per bs en iso 10555-1) did not reveal any leaks from any portion of the connector assembly. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "27 feb 2023, the extension line was found leak during used on the patient." No patient injury or harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "on (B)(6) 2023, the extension line was found leak during used on the patient." No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).